Manufacturer narrative:
Additional information: b5, g3, h6 (imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a few hours post-operative of a laparoscopic sleeve gastrectomy, the patient had excessive bleeding in the cavity and hemodynamic decompensation. More than 500cc of blood was lost. The patient was re-operated on by emergency open procedure. Blood transfusion was performed. The event led to the extension of the patient¿s hospital stay. The patient is still in critical care in the hospital. It was stated that there was no issue with the staple line during the initial procedure.

Manufacturer narrative:
Concomitant medical products: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a few hours post-operative of a laparoscopic sleeve gastrectomy, the patient had excessive bleeding in the cavity and hemodynamic decompensation. The patient was reoperated on by emergency open procedure. The event led to the extension of the patient¿s hospital stay. The patient is still in critical care in the hospital. It was stated that there was no issue with the staple line during the initial procedure.